Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined - limited information available); inherent risk of procedure (reaction); (device not available for evalution).

Event description:
Is it reported that post implantation of an endeavor sprint rapid exchange (rx) drug-eluting stent the patient suffered an allegric reaction. No further details of this event have been received.